Manufacturer narrative:
The insulin pump passed the functional tests including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. Device was received with normal operating currents and no unexpected off no power or low battery alarm noted. Device had stripped battery cap at coin slot area, broken battery tube threads, cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and missing battery cap o ring. No crack on lcd window noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she was hospitalized with diabetic ketoacidosis on (B)(6) 2015. Blood glucose at the time of admission was 600 mg/dl. She experienced vomiting and stomach pain. She was treated with shots and insulin drip. The customer stated her blood glucose rose while sleeping and went to the hospital as soon as waking up. The customer stated that the insulin pump has a crack in the battery compartment that starts at the corner of the screen. Current blood glucose was 170 mg/dl. The insulin pump was replaced and returned for analysis.